Manufacturer narrative:
According to the description of the event, a drill broke off during use. The product in question was subjected for an optical examination. The fracture of the drill occurred in the first third of the product (beginning from the tip). The broken off part was not returned for investigation. It is known that the fracture of the drill occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drill was used instead. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The broken off part of the drill was salvaged. The manufacturing documents and the material certificates of the drill were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drill. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the drill is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "drill broke during use." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another drill was available. The broken off drill was salvaged.

Manufacturer narrative:
According to the incident description, a drill broke off during use. The product in question was not subjected to an optical examination. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the fracture of the drill occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drill was used instead. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The broken off part of the drill was salvaged. The manufacturing documents and the material certificates of the drill were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drill. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the drill is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "drill broke during use." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another drill was available. The broken off drill was salvaged.